Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
The consumer and manufacturer representative reported that the patient's basic evaluation trial started on (B)(6) 2016 and it was going to last until (B)(6) 2016. They had problems getting it in and the left side was not working so they were using the right side. Lead migration was thought to be the reason for the left side not working. Prior to starting the evaluation the patient was diagnosed with a slight urinary tract infection (uti) and was on antibiotics. The patient believed the uti may have become worse as when they had to go last night it was burning. The patient started to feel nausea on the morning of (B)(6) 2016. The patient wanted to know if having a uti would affect the results. The patient felt the uti inhibited any benefits they were getting from the basic evaluation. The worsening of the uti was not related to the patient's device or therapy. The manufacturer representative further reported that they did a stage 1 procedure on the patient on (B)(6) 2016 and hopefully they would do well and their overactive bladder (oab) symptoms would get in check. The patient was scheduled for stage 2 implant on (B)(6) 2016 if all went well. The patient's left side not working, burning sensation, and nausea had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.